Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not connected to the bus. The customer attempted to reboot the system, perform a hard reset, turn off the refrigerator battery, turn it back on, and recover the storage space; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) walked the customer through the recovery process and customer verified proper operation. The customer tested the system in the application, and functionality was confirmed. The system functioned as intended after the field service engineer (fse) assisted the customer to resolve the issue.